Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed high pacing impedance and high capture thresholds on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.

Manufacturer narrative:
Correction: h6 code and product not returning.

Manufacturer narrative:
The reported events of high pacing lead impedance and high pacing threshold were not confirmed. As received, a partial lead (distal portion) was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Manufacturer narrative:
Correction: h6 for no product problem found.